Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. The device remains implanted.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, an opening in the radius side assessed to a fold flaw opening and have four openings in the anterior side due to surgical damage like. Additional observations: crease fold observed in the device. Brown particles inside the device. No further actions are required as the device was implanted.